Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that multiple shutdown occured during registration, tools selection and "registration auto scan". A 15 min delay was reported.

Manufacturer narrative:
Technical investigation concluded that the cause of the first communication error cannot be determined and that the failure which occurred during registration was due to a known design defect.